Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The stent was entangled with two 0.014 inch guidewires in the as-returned state. The stent is severely deformed over its entire length. The delivery system was not returned for analysis. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. After implantation of a stent in the proximal lad and its post-dilatation, a dislodged stent is visible at distal end of guiding catheter. The stent is successfully recovered. The actual complaint event is not visible in the angiographic material provided. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of the left coronary artery. While advancing the stent dislodged from the balloon at the ostium of the left coronary artery. The stent has been removed by using a semi-compliant balloon. During removal the stent became deformed.